Manufacturer narrative:
Product development investigation was completed. Received device¿s handle was cracked as described in complaint. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument handle. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument handle. An internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of device breakage is not known. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(6). Manufacturing date: 18.aug.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the blue plastic handle on the inserter for titanium elastic nails is broken. It is not known how or when the issue occurred. No patient involvement was reported. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).